Event description:
Underwent crani-ommaya reservoir placement with duragen plus dural regeneration matrix. Patient was readmitted to hospital following, surgical site infection. Blood chemistry taken in 2006: coagulase negative staphylococci.